Manufacturer narrative:
The pump was received with normal operating currents and no unexpected off no power alarm, low battery alarm, missing segments/partial display or display anomalies were noted. The pump had a motor error alarm during the occlusion test due to a faulty force sensor resistor. The motor passed the motor test. The pump was received with minor scratches on the lcd window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that customer experienced display anomaly. Customer reported that only lines could be seen on display screen. Customer reported to have gone for medical test, but refused to give information, so it could not be determined if insulin pump was exposed to magnetic field. Customer's blood glucose was not reported. After troubleshooting, customer was advised that insulin pump would need to be replaced.